Event description:
Received maude event report # (B)(4) advising that during an unknown procedure, device broke while in the patient. Unable to locate retractable blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
Received maude event report# (B)(4) advising that during an unknown procedure, device broke while in the patient. Unable to locate retractable blade.